Manufacturer narrative:
One 774f75 swan-ganz catheter with 1.5cc syringe and 10cc syringe were returned for examination. The reported event of co measurement issue was not confirmed. No fault messages were observed on the lab vigilance ii monitor when the catheter was connected. The thermistor was submerged in a 37.0 c water bath and read 37.0 c on vigilance ii monitor. Thermistor circuit was continuous and there were no open or intermittent conditions. Resistance value of thermal filament circuit was measured and found to be within specification. The eeprom data was found to be normal, both the stored data and the computed data matched. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage or abnormality was observed from the catheter body, balloon and returned syringes. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing there was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regard to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that during use in (B)(6) male patient with pulmonary artery hypertension, of a swan-ganz catheter, the cardiac output (co) value was too high and inaccurate. The value displayed was 48l/min and after replacing the catheter for a new one, the value displayed was 16l/min which was considered correct. It was stated that the patient did not receive any treatment due to the incorrect values. No alarm, alert or error message was displayed. There was no allegation of patient injury. The product was available for evaluation.